Manufacturer narrative:
Additional information: a photo and a sample of two soft tips were received for investigation, the rest of the pack was not received at this time. Upon inspection of the received samples it was seen that on one of the samples returned the tip was off of the end of the soft tip. The other sample that was returned for investigation appears to have the tip intact and there appears to be no damage. A root cause was determined to be a vendor product issue and the samples were forwarded to the vendor for further evaluation. If additional relevant information becomes available another supplemental MDR will be filed.

Manufacturer narrative:
It was reported that the customer was undergoing a coronary artery bypass grafting (CABG), mitral valve replacement and maze and in the middle of the procedure the tip of the blower was noted to be missing from the device. It is unknown if the tip blew off in the patient or outside of the patient. The patient was discharged home with no complications reported. No additional details are available. The blue tip is not available to be returned for evaluation. There was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer was undergoing a cardiac procedure and in the middle of the procedure the tip of the blower was noted to be missing from the device. It is unknown if the tip blew off in the patient or outside of the patient.